Manufacturer narrative:
Additional information: macroscopic examination confirms the implant is fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. The timing and extent of the damage suggests brittle overload during insertion as the mechanism of failure. Conclusion: the above observations are consistent with brittle overload as the mechanism of failure.

Event description:
It was reported the patient underwent a procedure for tlif. The peek interbody cage was broken during implant. The device replaced with a titanium implant. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has not returned to the manufacturer for evaluation.